Event description:
Company clinical representative (cr) was present for an seeg case. Surgeon had already exported the patient folder from his laptop to his usb on a previous day, but attempted to do this again to make sure that the plan was saved. When exporting the patient folder, he was asked if he wanted to overwrite the existing patient folder. He chose yes. However, then the laptop gave the message that it was unable to export the patient folder. When the surgeon brought the plan on his usb, the .ros file had been corrupted, and the rosa software did not recognize that particular patient folder on his usb (it did not show up on the usb side of the screen). Cr advised to delete the patient folder from the usb and then try to export again from the laptop. This time, the patient folder exported without a problem and was able to load onto the rosa without a problem. No delay to case or patient impact, before patient was in the or ¿ no patient involvement.

Manufacturer narrative:
The date of event (b3) and the initial date received by manufacturer (g4) are (B)(6) 2020 instead of (B)(6) 2020. A full analysis of the data logs has been performed. This analysis concluded that the export of the patient folder failed because the overwrite function does not permit to erase read only files. The issue happens if a patient folder with the same name already exists in the intermediate folder or in the usb. The patient folder provided (reportedly corrupted in the usb storage) corresponds in fact to the encrypted version of the file.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
Company clinical representative (cr) was present for an seeg case. Surgeon had already exported the patient folder from his laptop to his usb on a previous day, but attempted to do this again to make sure that the plan was saved. When exporting the patient folder, he was asked if he wanted to overwrite the existing patient folder. He chose yes. However, then the laptop gave the message that it was unable to export the patient folder. When the surgeon brought the plan on his usb, the .ros file had been corrupted, and the rosa software did not recognize that particular patient folder on his usb (it did not show up on the usb side of the screen). Cr advised to delete the patient folder from the usb and then try to export again from the laptop. This time, the patient folder exported without a problem and was able to load onto the rosa without a problem. No delay to case or patient impact, before patient was in the or ¿ no patient involvement.